Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a symphion resecting device was used during a polypectomy procedure in the uterus performed on an unknown date. According to the complainant, after the case she was suturing the abdomen and noticed a white tissue on the outside of the uterine cavity. The procedure was completed with the device. Reportedly, the physician was concerned that the symphion energy caused the outside tissue of the uterine cavity to become white. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.